Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The distributor reported on behalf of the user facility that during a procedure, the mw-319 needle broke and was left inside the patient. The procedure was reported to not have been completed due to this incident. Although multiple attempts have been made, no additional information regarding current patient status or procedure has been provided. This report is being raised on the basis of a reported broken device being left in a patient and the cancellation of a procedure.

Manufacturer narrative:
The used device was returned to conmed for evaluation. The catalog and lot number were verified. Visual inspection found that the device was dismantled; compromised of the spring assemble and needle, catheter, and the handle's assembly. The device appears to have a large external force placed upon it, evidenced by the condition that the device was received in. The inner needle was not returned. The device was further evaluated by the quality engineer and the production documentation was inspected. Documentation suggests that this device's tensile strength tested above specification and was inspected prior to release. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with 30 pieces, showed no other complaint for this lot product and event description. (B)(4), if all complaints were confirmed. The instructions for use advises the user of the following. The user is advised that this device must only be used by or under the supervision of a physician trained in transbronchial aspiration procedures. Follow these tips to reduce the potential for instrument or scope damage: never force the instrument into the channel. When removing the instrument from the pouch, uncoil but do not stretch. Make sure the needle tip is within the metal hub prior to use. Do not angulate the scope tip when the needle tip is in the scope's bending area. Retract the needle tip(s) into the metal hub prior to removal from the channel. Remove the instrument from the channel in a continuous retrograde motion. Minimize the channel bends when removing the instrument from the scope. Maintain the scope in a forward neutral position during instrument removal to prevent stretching of the instrument catheter. Stretching of the instrument catheter could result in instrument failure. This issue will continue to be monitored through the complaint system to assure patient safety.